Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the patient's pacemaker had failed to be interrogated due to radiofrequency (rf) telemetry was not available. Programming changes were made. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-66591, review of additional information indicates that the device should not have been reported.